Event description:
A temperature alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was able to clear the alarm and resume insulin delivery, and was advised to monitor the situation and call back if the issue recurred.